Event description:
Return reason: no measurement of cardiac output was possible after 2 days. Analysis determined: investigation found that the unit malfunctioned due to a broken wire approximately 6" down the electrical extension tubing. Cause unknown. No manufacturing defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Corrective action taken: the corrective action is that the manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.